Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) performed a data analysis and stated that the device was at the early stage of premature battery depletion (pbd). Ts recommended re-evaluation of the battery status at 90 days or device replacement. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device could not be interrogated. A generator changeout was performed. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) performed a data analysis and stated that the device was at the early stage of premature battery depletion (pbd). Ts recommended re-evaluation of the battery status at 90 days or device replacement. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) performed a data analysis and stated that the device was at the early stage of premature battery depletion (pbd). Ts recommended re-evaluation of the battery status at 90 days or device replacement. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device could not be interrogated. A generator changeout was performed. No additional adverse patient effects were reported. The device is expected to be returned for analysis.